Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 7 years with the right atrium (ra) set to 5.0 volts at 0.4 milli seconds and right ventricle (rv) at auto 5.0 volts at 0.4 milli seconds down to 3.5 years battery remaining as per recent checked in a span of 1 month. The boston scientific technical services consultant discussed the recent counter resets showing a significant increase in pacing. The pacing rose from 57 percent right atrial pacing and 11 percent right ventricular pacing to nearly 99 percent in both chambers resulting to increased burden, combined with a higher lower rate limit of 70 pulses per minute, enabled rate response feature, and high outputs, contributing to the decline in projected longevity. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 7 years with the right atrium (ra) set to 5.0 volts at 0.4 milli seconds and right ventricle (rv) at auto 5.0 volts at 0.4 milli seconds down to 3.5 years battery remaining as per recent checked in a span of 1 month. The boston scientific technical services consultant discussed the recent counter resets showing a significant increase in pacing. The pacing rose from 57 percent right atrial pacing and 11 percent right ventricular pacing to nearly 99 percent in both chambers resulting to increased burden, combined with a higher lower rate limit of 70 pulses per minute, enabled rate response feature, and high outputs, contributing to the decline in projected longevity. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that the premature battery depletion nor longevity anomaly was not confirmed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected based on lack of objective evidence of a device defect or malfunction and passing product record reviews. At this point, it can be concluded that unknown factors most probably contributed to the event. This supplemental correction report was created to capture the additional information received which indicates that there were no premature battery depletion nor longevity anomaly on the device. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the adverse event/product problem (b1) and describe event or problem field (b5) in section b, adverse event or product problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 7 years with the right atrium (ra) set to 5.0 volts at 0.4 milli seconds and right ventricle (rv) at auto 5.0 volts at 0.4 milli seconds down to 3.5 years battery remaining as per recent checked in a span of 1 month. The boston scientific technical services consultant discussed the recent counter resets showing a significant increase in pacing. The pacing rose from 57 percent right atrial pacing and 11 percent right ventricular pacing to nearly 99 percent in both chambers resulting to increased burden, combined with a higher lower rate limit of 70 pulses per minute, enabled rate response feature, and high outputs, contributing to the decline in projected longevity. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that the premature battery depletion nor longevity anomaly was not confirmed.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no premature battery depletion nor longevity anomaly on the device. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the adverse event/product problem (b1) and describe event or problem field (b5) in section b, adverse event or product problem.